Manufacturer narrative:
H3: one used sample and a picture were returned showing the cassette. Visual inspection was conducted and no damage or anomalies were observed. To replicate clinical use the cassette was filled with 100ml of water using an ICU medical provided syringe. No difficulties filling the cassette were observed. The cassette was inserted into a cadd solis pump and primed with 10 ml and no alarms, leakage or difficulties priming were observed. The customer complaint of occlusion could not be replicated or confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a failed pca cassette tubing (or pca cassette). Morphine pca made by the night nurse at 7am in the morning (1g of pure morphine). At the time of starting the pca or purging it "occlusion alert". Troubleshooting was performed but the occlusion persisted. Cassette discarded and reprepared. The device gave an occlusion alert when starting it despite changing the cassette and tubing. Tubing of a different lot number was tried and it worked. The event occurred during use with a patient. No clinical consequences or delay in analgesic management.